Event description:
It was reported that an ilet user experienced hyperglycemia after changing supplies and inadvertently leaving the insulin cartridge unfilled, resulting in an empty cartridge and rising glucose. Symptoms included hyperglycemia with a highest cgm value of 238 mg/dl, which was trending downward by the end of the call. Outcomes included no injury and self-resolution as glucose began to decline. Investigation included complaint intake review and user report assessment. Investigation of this case revealed user error related to incorrect supply change steps leading to insulin not being available for delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error.